Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing for actual exchange purge and proport valve tests. The active exhalation control module was replaced to resolve this issue on the device. The following parts were proactively replaced on the device: detachable and internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, flow sensor assembly, tubing kit, and power cord. After the parts were replaced on the device, a repair test was performed, alarm and battery checked, run in tests, and cleaning; the device was confirmed to operate properly.